Manufacturer narrative:
This supplemental report is being submitted to retract the previous initial MDR report for a false negative, further case review determined there was no allegation of false results.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported behalf of his wife a unconfirmed false negative result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on a nasal kitted swab. No additional patient information, including treatment and outcome, was provided.